Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 536 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting but he did not have a tubing clamp. The customer stated that he will call back to finish the high pressure test. The customer left the phone call because a on call doctor stopped by to see him. No further information was provided.